Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, a decreased r wave sensing amplitude was observed on the right ventricular (rv) lead. During a device upgrade procedure, the rv lead was explanted and replaced. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The reported event of low sensing was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies. The damage noted on the lead is consistent with procedural damage.

Event description:
It was reported that undersensing was observed on the lead prior to explant.